Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
At activation in situ measurements showed multiple affected channels. There was a scab present over the implant area and the area was swollen. The family did not report a specific incident of accident or trauma. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At activation in situ measurements showed affected channels. There was present over the implant area a scab and the area was swollen. The family did not report a specific incident of accident or trauma.